Manufacturer narrative:
Device evaluation: the lens was returned in liquid, inside of the lens vial. Visual inspection found no visible damage to the lens. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
A 13.2mm micl13.2 implantable collamer lens, -5.5 diopter, lens was received returned with a note, "explanted lens" on it. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected: please disregard this MFR report. It was discovered that this claim is linked to MFR# 2023826-2018-01270. The customer returned the explanted lens inside the replacement lens box. The current claim was initiated in error against the replacement lens as the box was not labeled with the correct serial number by the customer. There is no complaint to be initiated against the replacement lens at this time. Claim# (B)(4).